Manufacturer narrative:
Customer was emailed twice and phoned twice requesting pump base return to ameda, inc. For investigation. She was provided with a prepaid (B)(4) return label for return shipment. The customer has not returned the pump base as of this date therefore visual inspection and in-depth investigation could not be completed. If the purely yours ultra pump base is returned to ameda, inc. At a later date, an investigation will be conducted and a supplemental medwatch will be completed and submitted to the FDA.

Event description:
Customer contacted ameda, inc. On (B)(6) 2017 to report black fluid leaking from her purely yours ultra breast pump base battery compartment into the pump (B)(4) bag. This event occurred on (B)(6) 2017. The batteries had been used 5-6 times before leaking fluid was discovered. The pump was not being used at the time of leakage. The batteries were removed and her husband cleaned the (B)(4) and battery compartment. Customer continued to use the pump but only with the ac and car adapters. Customer denied any contact with the black leaking fluid from the pump base. No harm came to the customer in this event.